Event description:
Pt was treated in 2003. Post procedure it was not noticed that the pt had redness in the corner lip area. The next day it was reported that the redness noticed was 2nd and 3rd degree burns on the corner of the mouth. At most recent follow-up (2004) the pt has small residual scar.